Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown screws, lot #: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03140.

Event description:
It was reported that the liner would not seat and caused difficulty with the inserter disengaging. Upon examination, it was discovered that the screws were not inserted correctly and were sitting proud. Surgery was delayed by 60 minutes. Attempts were made to obtain additional information; however, none was available.